Event description:
Alleged deflation.

Event description:
Deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation. Corrections/revisions made to sections b5, d4, d6a, d6b, d9, g3, g6, h2, h4-6, & h10.